Event description:
The ge oec 9600 fluoroscopy system displayed bad iris pot error.

Manufacturer narrative:
A ge oec service representative investigated the issue and checked all connections and wiring to the processor from the collimator. The processor board was also re-seated. The system was tested found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.